Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced a skin reaction with redness, inflammation, and infected hematoma at the needle puncture site. The patient went first to their healthcare provider (hcp) dr. (B)(6); he prescribed antibiotic (penicillin). However, as there was still no improvement after two days, the patient went on (B)(6) 2026 to the emergency department (ed) in (B)(6) hospital, where a blood sample was taken and was prescribed with a different antibiotic (cefuroxime). Photos of the reported skin reaction in the complaint record were reviewed. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring or systemic involvement. At the time of the report, patient condition was unchanged with area still bruised, painful and inflamed. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.